Event description:
It was initially reported that patient experienced pain, allodynia, and swelling at the pump implant site and catheter insertion site posteriorly. Despite increasing her intrathecal dosing of meds, she continued to have the pain. Work up was in progress to try to determine what the problem might be in terms of medical condition and mechanical issues with the pump. A remote possibility of an allergy to one or more of the components of the infusion system was also being considered. It was stated that following a work up, if it was negative, and she did not respond to increasing doses of it analgesic delivery, the healthcare provider (hcp) was likely to test for allergy. It was stated that at the time of implant the hcp desired the pump to be programmed with a "solution", concentration 1000 mcl/ml, at 0.5 ml/day. The other drugs (dilaudid, bupivacaine, and clonidine) were to follow the "solution". It was later reported that the pump's calculated reservoir volume was 8.5, but 19.6ml was removed from the pump. Approx. 3 minutes after pump was refilled with 20 ml as doctors were prepping to do a (B)(4) study, patient passed out and there was no pulse and patient was immediately resuscitated. After resuscitation, hcp was able to withdraw 20ml from the pump reservoir. This 20ml was clear with no pinkness/redness. It was also tested with a glucose strip to verify it was not csf (cerebrospinal fluid). Pump was interrogated but not programmed, so there was no inadvertent programming of a bolus. Pump was kept empty and patient was intubated in hospital. The pump and catheter were later reported to be explanted. It was stated that the tissue in the pocket appeared grayish/ashy; patient had several allergies including allergies to rubbing alcohol and band aids. Physicians believed patient's adverse reaction to pump was allergy related based on the appearance of the tissue and patient's history with allergies. Infection and meningitis was ruled out.

Event description:
The following information reported in MFR report # 3004209178-2012-01882 pertains to the event reported in MFR report # 3004209178-2012-01876: it was later reported that the pump's calculated reservoir volume was 8.5 but 19.6ml was removed from the pump. Approx. 3 minutes after pump was refilled with 20 ml as doctors were prepping to do a side port study, patient "passed out" and there was no pulse and patient was immediately resuscitated. After resuscitation, hcp was able to withdraw 20ml from the pump reservoir. This 20ml was clear with no pinkness/redness. It was also tested with a glucose strip to verify it was not csf (cerebrospinal fluid). Pump was interrogated but not programmed so there was no inadvertent programming of a bolus. Pump was kept empty and patient was intubated in hospital. The above information was reported in MFR report # 3004209178-2012-01876. Additional information regarding the event reported in MFR report # 3004209178-2012-01882 will follow. Additional information: per the hcp reporter, the patient experienced a "probable allergic reaction to device". There was swelling and redness noted at the incision sites and the skin over the pump and catheter. There was over skin in the lumbar area where the catheter was anchored. There was marked fluid in the pocket and around the catheter. Cultures were obtained and revealed no growth (negative). The patient outcome was reported as serious injury/illness - recovered without sequela.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).